Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an increased threshold. During the lead revision procedure, a stylet was unable to be inserted into the lead. The lead was explanted and replaced. The patient was recovering.